Event description:
Patient reported right side "rupture." Device remains implanted.

Manufacturer narrative:
Clarification to explant date: the explant surgery did not occur, the proof of the explant is not received, the status of the device is implanted. A device history record is not available due to insufficient device data. Further information from the reporter regarding event, product, or patient details will be requested. No additional information is available at this time. The reason for reoperation is: rupture.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed a broken sharp assessed as unidentified (tear) opening (shell thickness was within specification) and missing piece of the shell assessed as to inconclusive. Additional observations: crease flat observed in the device.

Event description:
Patient reported right side "rupture." Device has been explanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, d1, d2, d4, d6a, d6b, h6.